Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no other complaints reported from this lot. Based on available information, the reported failure to grasp and capture the leaflets appears to be due to challenging patient anatomy. The reported chordal rupture and mitral regurgitation/mr appear to be cascading events of the positioning failure. Additionally, unspecified tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the chordal rupture. It was reported this was a mitraclip procedure performed to treat mixed mitral regurgitation, with an mr grade of 4. The mitraclip delivery system ntw (cds) (10317r317) was advanced towards the mitral valve, however it was impossible to grasp the leaflets and the leaflets would not remain captured. An additional attempt was made to grasp independently, also unsuccessful. The clip was not implanted and was removed an xt clip (10205u379) was advanced to the mitral valve, two successful grasp attempts were made, however mr did not reduce. The clip was not implanted and was removed. A small chordal rupture on the posterior mitral leaflet was observed, due to the grasping attempts with the ntw clip. No clips were implanted. Mr remains at 4. No additional information was provided.